Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months due to severe prosthetic paravalvular regurgitation. According to the op note, prebypass transesophegeal echocardiogram (tee) demonstrated on direct left ventricular impairment with lv dilatation and decreased lv function with ejection fraction of approx. 40%. The presence of severe paravalvular leak was confirmed. Upon removal of the valve, the leaflets were noted to be intact. The evidence of paravalvular leak was seen toward the noncoronary sinus. There was no evidence of local infection or other abnormalities in the annulus to explain the dehiscence. The health care provider has indicated that there was no malfunction of the explanted device. A new edwards bioprosthetic valve was implanted, and postbypass tee demonstrated preserved overall lethargy and function with ejection fraction of 35-40%. The new valve demonstrated proper seating with no evidence of paravalvular leak. There was no evidence of new regional wall motion abnormalities. There were no operative complications noted.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.